Event description:
On 08/22/1997, a sales representative from the manufacturer's (MFR) distributor contacted the MFR's rep and asked if there had been any recent change in the manufacturing process of this product. The MFR's rep informed him that to her knowledge, there has been no changes in the manufacturing process. The distributor's sales rep informed the MFR's rep that a customer in his territory has had two (2) incidents concerning this product. This incident concerns the first incident (ref:MDR#1219454-1997-00338 for the second incident). The distributor's sales representative stated that he did not have all the information required; however, someone from his office would contact the MFR's rep with the information. The device was scheduled to be returned to the MFR fo analysis. No further details were provided at this time.

Manufacturer narrative:
On 09/25/1997, the facility's risk manager faxed the MFR's representative medwatch report #50058-1997-0004 (see enclosed) hard copy received by the MFR on 09/30/1997. The medwatch report states that the patient had the device placed on 06/10/1997. The device would not flush and no blood return. As a result the device was explanted and replaced with a new device on 08/19/1997. The new device which was implanted on also demonstrating the same problems, not flushing and no blood return (ref: medwatch report #1220923-1997-00005). No explant date was scheduled at the time of the report). The device which was explanted as follows: the device septum showed normal usage with no internal damage. The device septum surface appeared to have slits on the septum surface and material consistent with blood was beneath the septum surface. This unit was patent and no resistance was felt when flushed with 5cc of bacto water. The device catheter appeared to be discolored, with compression marks, luminal narrowing, longitudinal slits and irregularly cut material approx 5 - 5 1/2" from the device catheter connection. The damage seen on the device catheter is characteristic with "pinch-off sign." Leakage was seen only at the damaged area when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's analysis of the device, the report "unable to draw blood or flush the device" could not be confirmed. However, the report of "slits on the device catheter" was confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. The facility has been sent an article exclusive to "pinch-off sign" for their review. No further details are available. The customer has been notified of the MFR's findings. The MFR is now closing the file on this event.